Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that patient came back 1 week post op with a medial calcar fracture. The summit stem subsided causing the patient to dislocate. They removed the stem and head and replaced with a recalim modular stem. The cup and liner appeared to be in good positioning so we left those in place. It was also indicated that there was loosening at the bone to implant interface. Doi: (B)(6) 2018; dor: (B)(6) 2018; unknown side. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.